Manufacturer narrative:
Insulin pump was received with intermittent act button response due to corroded keypad trace. Insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 78 mg/dl. The customer stated that she had been in a hot tub the night prior, and the insulin pump had gotten wet, although not submerged. She stated that the act and esc buttons did not work. Advised replacement of the insulin pump. The most recent blood glucose reading was 53 mg/dl. Nothing further reported.